Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that for several months the patient had pain in her legs and pelvic area. The exact date was unknown. The patient also complained of severe pain down the legs when she would give herself a bolus dose via the personal therapy manager (ptm). The physician performed a dye study on an unknown date and when he injected the dye the patient had the same severe pain down her legs. The physician stated that he thought the catheter tip was up against a nerve. The patient was brought in the day prior to the report to see if the physician could pull the catheter down and resolve the issue. The physician proceeded to pull the catheter down, and then did a dye study again. The patient still complained of the same pain when he injected dye so the physician decided to explant and replace the entire catheter with a new catheter at a different level. The catheter replacement took place on (B)(6) 2014. No segments of the old catheter were left implanted. The physician was to continue to monitor the patient to see if she did better with the new catheter. The medication dosage remained the same. Patient status at the time of the report was alive with no injury. The device system delivered dilaudid and bupivacaine. Additional information has been requested but was not available at the time of this report.